Event description:
It was reported that the customer accidentally delivered a bolus they did not need. The customer's blood glucose (bg) level subsequently decreased to ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.